Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating the listed device was in use with a ventilator dependent pt for 3-4 hours when the device began leaking at the cuff. It was necessary to replace the device. No permanent adverse effects to pt reported. Ventilator dependent.